Event description:
Additional information was received. It was reported that the patient failed a catheter dye study and indium dye study. There was an inability to aspirate through the catheter and it was replaced due to a suspected break, tear, or hole. It was indicated that there was no patient injury and he had recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the catheter found a tear in the seal near the guide ring of the sutureless connector. The initial patency testing for all segments showed no occlusions present as received. The most proximal set of dispensing holes had no foreign material in them. Additionally, the anchor did not properly detach from the ascenda tool, though it was still able to be used. Segment 4 showed the anchor did fold over on itself during deployment, but no anomalies with flow had occurred because of it.

Event description:
It was reported that the patient had a return of symptoms with increased baseline spasticity. It was stated that the patient had a one month history of increased spasticity. It was indicated that there were no alarms in the pump logs and, at the refill on the day prior to report, there was no volume discrepancy. In addition, a catheter access port (cap) dye study was attempted, but there was an inability to aspirate from the cap. At the time of report, an indium study was being performed with the pump infusing at the programmed flow rate. It was indicated that it would take 21.9 hours for the dye to reach the end of the catheter. The device system was used to deliver clonidine, bupivacaine, morphine, and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013; product type catheter. (B)(4).

Manufacturer narrative:
The tear in the seal near the guide ring of the catheter has been updated and is no longer considered a significant anomaly.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.